Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the buttons do not respond when presses on them, has to press buttons multiple times in order for it to work, screen is dimmed and hard to see at night, the customer received the no delivery alarms. The customer stated that the pump is making a gringing noise when priming and rewinding pump, and fine crack on the left side of pump. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-441ag, and mmt-1884. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past event. Troubleshooting was not performed for the keypad anomaly, and cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-342, mmt-441ag, and mmt-1884

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. All buttons function properly. Pump¿s history and trace files downloaded successfully using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might of trigger the reason complaint. Display options screen was set to low and high brightness along with backlight settings. All display options settings function accordingly to settings. No backlight anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No unexpected rewind anomaly noted. No motor alarms noted in the pump history or long trace files or during testing. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The j1 connector on pcba 1 was locked properly during visual inspection. Sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged insulin flow block alarms not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Customer allegation for backlight anomaly was not confirmed during testing. All display options were fully functional with no back light anomalies noted. Alleged motor anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Alleged cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.